Event description:
It was reported that during the unk surgery, device could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 2/9/2024 d4: batch # investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device was returned with no apparent damage and with an ecr60g reload present. The reload was received unfired, with the reload pan totally dislodged and bent. In addition, several double drivers missing, making the reload non-functional. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. No conclusion could be reached on what may have caused the reload pan to dislodge. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. Device history review a manufacturing record evaluation was performed for the finished device batch number u5ag7x, and no non-conformances were identified.